Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 1 month after insertion of essure (ess205). The patient was treated with surgery (device removal on (B)(6) 2016, other essure related surgery (tubes removed) on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 1 month after insertion of essure (ess205). The patient was treated with surgery (device removal on (B)(6) 2016, other essure related surgery (tubes removed) on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation"), device breakage ("showed a remnant of the coil in the cornu end of the tube"), fallopian tube perforation ("fallopian tubes perforation"), perforation ("other organs perforation") and device dislocation ("migration of the essure device to the abdominal / pelvic cavity") in a 45 year-old female patient who had essure (ess205) inserted (lot no. 623822) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective "). The patient had a medical history of dysfunctional uterine bleeding, smoker and cesarean section. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2016. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device (" unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & total laparoscopic hysterectomy and total laparoscopic hysterectomy). At the time of the report, the outcomes for uterine perforation, device breakage, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: bilateral essure coils are identified within the fallopian tubes. The uterus was seen to opacity with contrast, however contrast was not seen entering the tubes. This is consistent with successful obstruction [pathology test] on (B)(6) 2014: specimens: bilateral fallopian tubes with coils gross description: a coil is present in the proximal 2.2 cm of the larger tube. The second fallopian tube contains a coil within the proximal 2 cm of the fallopian tube. Final diagnoses: bilateral fallopian tubes: segments of fallopian tubes, no significant histopathology; on (B)(6) 2016: specimens: uterus and cervix pelvic pain/post-essure total laparoscopic hysterectomy gross description: two essure coils are identified within the cornual ends. The presence of essure coils was verified by a second witness final diagnoses: uterine corpus: bilateral grossly-identified essure coils negative for residual endometrium, suggestive of ablation uterine cervix: unremarkable cervical mucosa [ultrasound scan] (date unknown): which showed a remnant of the coil in the cornu end of the tube. She would like to have the coils removed. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 05-oct-2023: medical record received. Event device breakage added. Surgical pathology report added. Medical history, lab data & reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation '), fallopian tube perforation ('fallopian tubes perforation '), perforation ('other organs perforation') and device dislocation ('migration of the essure device to the abdominal / pelvic cavity') in a 45-year-old female patient who had essure (ess205) (batch no. 623822) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device (" unintended pregnancy"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation"), device breakage ("showed a remnant of the coil in the cornu end of the tube"), fallopian tube perforation ("fallopian tubes perforation"), perforation ("other organs perforation") and device dislocation ("migration of the essure device to the abdominal / pelvic cavity") in a 45 year-old female patient who had essure (ess205) inserted (lot no. 623822) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective "). The patient had a medical history of dysfunctional uterine bleeding, smoker and cesarean section. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2016. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device (" unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & total laparoscopic hysterectomy and total laparoscopic hysterectomy). At the time of the report, the outcomes for uterine perforation, device breakage, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: bilateral essure coils are identified within the fallopian tubes. The uterus was seen to opacity with contrast, however contrast was not seen entering the tubes. This is consistent with successful obstruction [pathology test] on (B)(6) 2014: specimens: bilateral fallopian tubes with coils gross description: a coil is present in the proximal 2.2 cm of the larger tube. The second fallopian tube contains a coil within the proximal 2 cm of the fallopian tube. Final diagnoses: bilateral fallopian tubes: segments of fallopian tubes, no significant histopathology; on (B)(6) 2016: specimens: uterus and cervix pelvic pain/post-essure total laparoscopic hysterectomy gross description: two essure coils are identified within the cornual ends. The presence of essure coils was verified by a second witness final diagnoses: uterine corpus: bilateral grossly-identified essure coils negative for residual endometrium, suggestive of ablation uterine cervix: unremarkable cervical mucosa [ultrasound scan] (date unknown): which showed a remnant of the coil in the cornu end of the tube. She would like to have the coils removed. Lot number: 623822, manufacture date: 2007-03, expiration date: 2009-02. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation"), device breakage ("showed a remnant of the coil in the cornu end of the tube"), fallopian tube perforation ("fallopian tubes perforation"), perforation ("other organs perforation") and device dislocation ("migration of the essure device to the abdominal/pelvic cavity") in a 45 year-old female patient who had essure (ess205) inserted (lot no. 623822) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective "). The patient had a medical history of dysfunctional uterine bleeding, smoker and cesarean section. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2016. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device (" unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and total laparoscopic hysterectomy and total laparoscopic hysterectomy). At the time of the report, the outcomes for uterine perforation, device breakage, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: bilateral essure coils are identified within the fallopian tubes. The uterus was seen to opacity with contrast, however contrast was not seen entering the tubes. This is consistent with successful obstruction. [Pathology test] on (B)(6) 2014: specimens: bilateral fallopian tubes with coils gross description: a coil is present in the proximal 2.2 cm of the larger tube. The second fallopian tube contains a coil within the proximal 2 cm of the fallopian tube. Final diagnoses: bilateral fallopian tubes: segments of fallopian tubes, no significant histopathology; on (B)(6) 2016: specimens: uterus and cervix. Pelvic pain/post-essure total laparoscopic hysterectomy. Gross description: two essure coils are identified within the cornual ends. The presence of essure coils was verified by a second witness. Final diagnoses: uterine corpus: bilateral grossly-identified essure coils negative for residual endometrium, suggestive of ablation. Uterine cervix: unremarkable cervical mucosa. [Ultrasound scan] (date unknown): which showed a remnant of the coil in the cornu end of the tube. She would like to have the coils removed. Lot number: 623822. Manufacture date: 2013-12. Expiration date: 2016-12. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation"), device breakage ("showed a remnant of the coil in the cornu end of the tube"), fallopian tube perforation ("fallopian tubes perforation"), perforation ("other organs perforation") and device dislocation ("migration of the essure device to the abdominal / pelvic cavity") in a 45 year-old female patient who had essure (ess205) inserted (lot no. 623822) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective "). The patient had a medical history of dysfunctional uterine bleeding, smoker and cesarean section. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2016. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device (" unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & total laparoscopic hysterectomy and total laparoscopic hysterectomy). At the time of the report, the outcomes for uterine perforation, device breakage, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: bilateral essure coils are identified within the fallopian tubes. The uterus was seen to opacity with contrast, however contrast was not seen entering the tubes. This is consistent with successful obstruction [pathology test] on (B)(6) 2014: specimens: bilateral fallopian tubes with coils gross description: a coil is present in the proximal 2.2 cm of the larger tube. The second fallopian tube contains a coil within the proximal 2 cm of the fallopian tube. Final diagnoses: bilateral fallopian tubes: segments of fallopian tubes, no significant histopathology; on (B)(6) 2016: specimens: uterus and cervix pelvic pain/post-essure total laparoscopic hysterectomy gross description: two essure coils are identified within the cornual ends. The presence of essure coils was verified by a second witness final diagnoses: uterine corpus: bilateral grossly-identified essure coils negative for residual endometrium, suggestive of ablation uterine cervix: unremarkable cervical mucosa [ultrasound scan] (date unknown): which showed a remnant of the coil in the cornu end of the tube. She would like to have the coils removed. Lot number: 623822, manufacture date: 2007-03, and expiration date: 2009-02. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: product manufacturing and expiration date was updated. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation"), device breakage ("showed a remnant of the coil in the cornu end of the tube"), fallopian tube perforation ("fallopian tubes perforation"), perforation ("other organs perforation") and device dislocation ("migration of the essure device to the abdominal / pelvic cavity") in a 45 year-old female patient who had essure (ess205) inserted (lot no. 623822) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective "). The patient had a medical history of dysfunctional uterine bleeding, smoker and cesarean section. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2016. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device (" unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & total laparoscopic hysterectomy and total laparoscopic hysterectomy). At the time of the report, the outcomes for uterine perforation, device breakage, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: bilateral essure coils are identified within the fallopian tubes. The uterus was seen to opacity with contrast, however contrast was not seen entering the tubes. This is consistent with successful obstruction [pathology test] on (B)(6) 2014: specimens: bilateral fallopian tubes with coils gross description: a coil is present in the proximal 2.2 cm of the larger tube. The second fallopian tube contains a coil within the proximal 2 cm of the fallopian tube. Final diagnoses: bilateral fallopian tubes: segments of fallopian tubes, no significant histopathology; on (B)(6) 2016: specimens: uterus and cervix pelvic pain/post-essure total laparoscopic hysterectomy gross description: two essure coils are identified within the cornual ends. The presence of essure coils was verified by a second witness final diagnoses: uterine corpus: bilateral grossly-identified essure coils negative for residual endometrium, suggestive of ablation uterine cervix: unremarkable cervical mucosa [ultrasound scan] (date unknown): which showed a remnant of the coil in the cornu end of the tube. She would like to have the coils removed. Lot number: 623822 manufacture date: 2007-11 expiration date: 2010-11. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tubes perforation '), perforation ('other organs perforation') and device dislocation ('migration of the essure device to the abdominal / pelvic cavity') in a 45-year-old female patient who had essure (ess205) (batch no. 623822) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device (" unintended pregnancy"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information on narrative regarding most recent follow-up was missing: legal claim received. Lot number provided. Events added: chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal / pelvic cavity, uterine/fallopian tubes/other organs perforation, allergic/auto-immune reactions, headaches, chronic fatigue, weight changes, hair/tooth loss, mood changes, anxiety, depression. The event medical device removal was deleted. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tubes perforation'), perforation ('other organs perforation') and device dislocation ('migration of the essure device to the abdominal / pelvic cavity') in a 45-year-old female patient who had essure (ess205) (batch no: 623822) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device (" unintended pregnancy"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: updated quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.